Event description:
Through follow-up with the health-care provider, it was learned that the device was explanted after an implant duration of zero days, due to mitral insufficiency.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was initially learned through implant patient registry. Patient also had another device explanted; however, it was determined to be reportable on a quarterly alternative summary report. Addtitional information regarding this event was learned through follow up with the health care provider (via fax). Unfortunately, the device is unavailable for return. A copy of the operative report was requested, but not provided. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.